Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms. Customer's blood glucose was 545 mg/dl. During troubleshooting, the set and reservoir connection was occluded. Customer did not complete troubleshooting. Customer will not be returning the device for analysis.